Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation was ruptured. Product ID d284drg ICD implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were capped due to medical judgement and later explanted. They were returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.